Event description:
Physician's first case. Patient was not a good surgical candidate; presented with severe calcification in the distal aorta, cia, and external iliacs. Distal aorta was narrow with neck measuring 17-18mm. Access of the 25-16-120bl bifurcated device was challenging, but able to deploy. After two stent segments were flowered, there was difficulty deploying the rest of the 25-25-75l proximal extension. Several manipulations in an attempt to deploy resulted in an inadvertent deployment of the cuff and covering of both renals. Attempts to pull the cuff down removing the inner core and using balloons, and also by placing a guidewire up behind the stent and ballooning both sides of the stent graft, were all unsuccessful. The patient left the or with both renals covered; will go on dialysis and be monitored.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions: severe calcification in the patient's anatomy contributed to event.